Event description:
It was reported during the implant procedure that there may be t-wave oversensing. It was noted that the oversensing abated when programmed to v-channel. It was suggested that the pocket be manipulated to further troubleshoot the device to confirm if an issue with the device was present. The ICD remains implanted and active. There were no further questions noted and there was no patient complaint or complication reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.